Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was evaluated and found to be completely without any irregularities. This instrument was produced at the tecomet inc. (B)(4) facility as part of a 50 pc. Lot in april of 2019. The returned instrument was evaluated and found that jaws are loose and misaligned , and the jaw pivot pin is partially pushed into one side of the outer tube assembly. Further evaluation shows that the knob rotation and handle to jaw mechanisms are both dry and sluggish and difficult to actuate signifying that this instrument is in need of proper lubrication as recommended in the IFU which is included at time of production. We are able to validate this complaint. We are unable to determine what caused the jaws to be loose and misaligned and for the knob rotation and handle to jaw mechanisms to be sluggish but lack of lubrication and mishandling at the end user's facility is suspected.

Event description:
It was reported that a clip was not loaded properly during laparoscopic cholecystectomy. By checking, the jaws were found misaligned so that a new unit was used to complete the operation. The applier was shipped to the hospital in (B)(6) . According to the user, the applier had been hand-cleaned, with paying attention not to touch the tip, and sterilized in autoclave.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was not loaded properly during laparoscopic cholecystectomy. By checking, the jaws were found misaligned so that a new unit was used to complete the operation. The applier was shipped to the hospital in august 26. According to the user, the applier had been hand-cleaned, with paying attention not to touch the tip, and sterilized in autoclave.